Event description:
During an atrial fibrillation procedure, a blood leak occurred at the hemostasis valve of the sheath. The sheath was inserted into the heart, the non-abbott (boston scientific) rf needle was inserted into the dilator. Transseptal puncture was performed, the sheath was advanced into the left atrium, and the mapping catheter was inserted. When the mapping catheter was removed after the map was created, it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. The only products inserted directly into the hemostasis valve were the included dilator and mapping catheter. Air movement into the body was not identified. The hospital discarded the reported sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.